Event description:
N/a

Manufacturer narrative:
An event of complete heart block was reported during post deployment bav dilatation a returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported unexpected medical intervention, and surgical intervention were due to case-specific circumstances. A temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor was chosen for implantation, utilizing a large flexnav delivery system (ds) on a patient with a severely calcified annulus with noted calcium deposit tracking down into the left ventricular outflow tract (lvot) at the non-coronary cusp side. Predilatation was performed with a 22mm balloon. The first deployment was confirmed to be high. A full capture was performed without issues. The second deployment was optimal with a depth of 5mm at the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). Non-uniform expansion demonstrated due to significant calcium. Post deployment dilation was performed successfully with a 25mm balloon. Post dilatation, patient went into complete heart block, requiring pacemaker insertion on the same day, post procedure. There was no clinically significant delay in the procedure.

Event description:
Subsequent to the previously filed report, additional information was received: the patient presented with sinus rhythm and calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a final depth of 4 mm at the non-coronary cusp (ncc) and 4 mm at the left coronary cusp (lcc). While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. In the physician's opinion, significant calcium from the non-coronary cusp (ncc) descending down into the lvot caused or contributed to the valve under expansion. The patient remained hemodynamically stable throughout the procedure. To treat the patient's heart block, a temporary pacing wire was placed until a permanent pacemaker was implanted. On (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported to be discharged.

Manufacturer narrative:
An event of complete heart block was reported during post deployment bav dilatation a returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block could not be conclusively determined. The reported unexpected medical intervention, and surgical intervention were due to case-specific circumstances. A temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.